Manufacturer narrative:
Isi has received the device involved with the complaint and completed device evaluation, failure analysis investigation observed a broken pitch cable at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to thisreported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported during a da vinci surgical procedure, a broken wire was noted on a fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.